Event description:
It was reported unit, alarming for error code 242.4030. Replaced ail assembly. Passed pm checks. Verified functionality to be within tolerance and rts. No other info available.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported unit, alarming for error code 242.4030. Replaced ail assembly. Passed pm checks. Verified functionality to be within tolerance and rts. No other info available.